Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited corrosion on the forceps channel port and detached adhesive on the bending section cover of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely stress and degradation led to the issue; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.